Manufacturer narrative:
UDI - n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was discarded and not returned; therefore, an evaluation of the actual device was unable to be conducted. Review of the manufacturing record and the shipping inspection record of the involved product/lot number combination confirmed that there were not any anomalies in them. A search of the complaint file found no other similar reports with the involved product code/lot number combination from other facilities. Based on our experience, it is known that the outer layer of guidewire m may be peeled off when it is used in combination with a metal needle. From the description of the event, it was presumed that the actual sample might have come into contact with the edge of the metal needle while it was used in combination with the metal needle. Since the actual sample was not available for analysis, however, the cause of occurrence could not be clarified. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the radiofocus guidewire involved was used in combination with a metal needle during a ptcd procedure. After a tube was placed in the bile duct, while the guidewire was being pulled out, the urethane became caught on the metal needle. The procedure was finished with a fragment left behind in the patient. The urethane was peeled off. It is possible that part of the device remained in the patient's body. The final patient impact was serious injury.